Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is xience prime sv pms case. (B)(6). It was reported the percutaneous coronary intervention (pci) procedure was performed on (B)(6) 2013 to treat a de novo lesion with 75% stenosis in the mid left anterior descending (lad) artery. The patient presented with silent asymptomatic ischemia. A 2.25 x 23 mm xience prime sv was placed at the target lesion. Pre and post dilatation were performed at the target lesion. Additionally, a 2.5 x 33 mm xience xpedition was placed in a non-target de novo lesion with 90% stenosis in the distal left circumflex (lcx) artery. The procedure was completed without issue. On (B)(6) 2014, 8 months follow-up was performed and no issue was confirmed. On (B)(6) 2014, 1 year follow-up was performed and no issue was confirmed. On (B)(6) 2015, the patient had stable angina. On (B)(6) 2015, a pci (tvr, non-tlr) was performed to treat the stable angina. A 76% stenosis lesion at proximal lad was treated with an unspecified drug eluting stent (des). The xience prime in the mid lad was confirmed to be patent. The adverse event was resolved on the same day. The physician commented that this event was not related with the index procedure and relevance to the device is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Subsequent to the previously filed medwatch, the following additional information was received: the new stenosis was about 3 cm proximal to the stent implant. The patient was dual antiplatelet drug therapy (dapt) compliant. The final patient outcome was good. No additional information was provided. Based on the new information, the stenosis would not be related to the xience prime stent.